Event description:
Intravenous (IV) line was started on a patient via 22g protectiv safety IV catheter. In the process of drawing back blood into the syringe, air was coming back as well. The extension set was checked for tightness and was fine. The same problem occurred when extension set was changed. IV removed and saved.